Manufacturer narrative:
The referenced percutaneous lead (driveline) repair was reported under medwatch MFR report# 2916596-2018-00369. (B)(4). Approximate age of device - 2 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a recent percutaneous lead (driveline) and currently, the lvad system alarmed while the patient was on a grounded cable. The patient was placed on an ungrounded cable and batteries and has had no further alarms. A log file reviewed by the technical service representative confirmed a pump stoppage event. Since that point the log file shows no further pump stoppage events when the patient was using the ungrounded cable. The patient was reported as asymptomatic. The patients will stay on an ungrounded cable or batteries only and the spouse agrees with this plan. The team is currently still deciding if pump exchange would be beneficial in this patient's case given his age and co-morbidities. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported pump stoppages. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.